Event description:
It was reported that the patient visited emergency room and subsequentially hospitalized because of high blood glucose levels 35 mmol/l, trace of life threating ketones due to infusion set fell off during use because the insertion area was not hair free and get treated with intravenous and fluids of saline and insulin on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.